Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.

Event description:
Received report that pre-chemo medications were infusing on a patient. The patient went to the restroom and upon exiting, called the nurse because the IV tubing was severed. The set was replaced and the infusion restarted without incident. Customer also reported the tubing was severed below the pump and the site of the sever was not located near any clamps or ports and the set was not dragging on the floor. There was no patient harm reported and no medical intervention was required.